Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. The device was functionally tested by inflating the balloon to rated burst pressure for 5 minutes. The device did not leak or lose pressure. Inspection of the remainder of the device found no irregularities or defects. There is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there were no problem with the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, while balloon was partly trapped on the lesion, the balloon ruptured on the first inflation at 8 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.